Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (exposed wires) was confirmed by the distributor. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was severed. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt sn (B)(4) had wires that were exposed.